Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and said no she stopped using paper tape (16-1535-0, micropore-paper tape 1x10yds w/dispenser) a year ago to due a rash and it caused a bleeding (spotting). I will contact rn to have it removed from rx. Patient advised her rn applies antibiotics for the rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).